Event description:
It was reported that a spectrum infusion pump displayed 'system error 105'. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device has been received by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed. See scanned page.